Event description:
This is the first report of two reports used for the same patient surgery. This report concerns a silicone pip sizing trial size 0. It was reported the device was received "torn." It was used for surgery as there was no spare available. The surgery was delayed by 20 to 30 minutes. There was no injury or adverse consequence to the patient reported.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.